Manufacturer narrative:
Please disregard the previously submitted medwatch #1828100-2019-00189 as it has been determined that the electronic patient gas system (epgs) was still operating within specifications with the air leak. The service repair technician (srt) replaced the flow valve as a precaution. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per srt, the leak was at six liters per minute (l/min) which is not out of specification but he changed the flow valve as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the flow valve around the adjustment shaft of the electronic patient gas system (epgs) had an air leak. There was no patient involvement.